Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his/her adc blood glucose meter turns on with the button, but not upon test strip insertion. As a result of this issue, on (B)(6) 2016 the customer was unable to test and experienced symptoms that were described as "unwell, very thirsty, headaches, white tongue and lips, panic attacks, felt irritable because unable to test blood glucose." The customer was diagnosed with hyperglycemia (no specific readings provided), and hospitalized for 8 days. He/she was treated with insulin and transferred to the psychiatric department where he/she was treated with "centralina" due to anxiety attacks that were reportedly caused by the hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. A tripped trend review was completed and showed two trips for port-2 and xceed meter, with no confirmed complaints for all trips. A internal investigation was conducted and there was no deviations or abnormalities which could have caused the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that his/her adc blood glucose meter turns on with the button, but not upon test strip insertion. As a result of this issue, on (B)(6) 2016 the customer was unable to test and experienced symptoms that were described as ''unwell, very thirsty, headaches, white tongue and lips, panic attacks, felt irritable because unable to test blood glucose.'' The customer was diagnosed with hyperglycemia (no specific readings provided), and hospitalized for 8 days. He/she was treated with insulin and transferred to the psychiatric department where he/she was treated with ''centralina'' due to anxiety attacks that were reportedly caused by the hyperglycemia. There was no report of death or permanent injury associated with this event.